Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the pump gave a "no disposable, pump won't run" alarm. The reservoir volume was 106.0ml, the rate was 57.0/hr, and 15.25ml was given. There was air bubbles observed in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.